Event description:
A patient developed an outbreak of herpes zoster following the placement of a stage 1 test stimulation lead for urinary frequency, urgency and urge incontinence. The lead was disconnected and the patient received a course of acyclovir and analgesics. The patient has complete resolutions of the zoster outbreak.